Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 3 instances of dim/fading/colorspctrm w/moist failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there was 1 instance of dim/fading/color spectrum with moisture failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 17 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 11 were found to be malfunctioning due to moisture in the pumps, and display failures. During investigation for unrelated complaints, there were 16 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 17 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/colorspctrm w/moist issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-78 years of age and between 136 and 210 pounds. Of the reported patients, 7 were male, 10 were female, and were unknown.

Manufacturer narrative:
Follow up #3 date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there was 1 instance of dim/fading/colorspctrm w/moist failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.